Event description:
It was reported in the usumoto urology endoscopy and usobotix conference that a retrospective study was conducted to investigate the efficacy and safety of wave (water vapor thermal therapy) for bph (benign prostatic hyperplasia) patients. A total of 43 patients were enrolled from (B)(6) 2023 to (B)(6) 2023. The following boston scientific product was used during the procedure: rezum device. Regarding postoperative complications, 7 patients experienced urinary retention after urinary catheter removal. One case each of pyelonephritis and hematuria required hospitalization.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of device performance allegation. The reported patient symptoms are known risks associated with these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Early treatment outcomes of holep and transurethral water vapor therapy (wav-e) for bph requiring catheter management. (B)(6). B3 date of event: the exact date of the offset symptoms is unknown.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Early treatment outcomes of holep and transurethral water vapor therapy (wav-e) for bph requiring catheter management. (B)(6) hospital. B3 date of event: the exact date of the offset symptoms is unknown.

Event description:
It was reported in the usumoto urology endoscopy and usobotix conference that a retrospective study was conducted to investigate the efficacy and safety of wave (water vapor thermal therapy) for bph (benign prostatic hyperplasia) patients. A total of 43 patients were enrolled from (B)(6) 2023. The following boston scientific product was used during the procedure: rezum device. Regarding postoperative complications, 7 patients experienced urinary retention after urinary catheter removal. One case each of pyelonephritis and hematuria required hospitalization.